Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and no pacing was present. A rv lead fracture was suspected. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. A rv lead fracture was suspected. The rv lead was capped (B)(6) 2024 and replaced. The patient was stable.

Manufacturer narrative:
18 jan 2023 se correction: b5 should have read "high pacing impedance" instead of "no pacing". There was no indication of no pacing.